Manufacturer narrative:
The date of event is unknown. The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient stopped maintaining their ipg as needed. In turn, it became inoperable over time. As a result, the patient's ipg was explanted and replaced (with a different model) to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.